Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Lot number provided was found to be an invalid lot number.

Event description:
Material no: unknown batch no: unknown (provided 2101801).   It was reported that the patient¿s cvl (central venous line) insertion site had gotten red, irritated and itchy in the last month (from the date of report). Medwatch verbatim: central venous line (cvl) insertion site has gotten red, irritated and itchy [injection site redness]. Central venous line (cvl) insertion site has gotten red, irritated and itchy [injection site irritation]. Central venous line (cvl) insertion site has gotten red, irritated and itchy [injection site itching]. Sweating a lot [sweating]. When she changes her dressing, the skin is sloughing and weeping [adhesive tape allergy]. Case description: this united states case is a solicited report received on (B)(6) 2021 from a consumer from patient support program via accredo specialty pharmacy. This 62 year old, 158 lb, female patient began therapy with remodulin (treprostinil sodium, concentration 5 mg/ml), on (B)(6) 2021 for primary pulmonary arterial hypertension. The current dose was reported as 0.060 g/kg, continuous via intravenous (IV) route. On an unreported date in (B)(6) 2021, the patient¿s central venous line insertion (cvl) site has gotten red, irritated and itchy (injection site erythema, injection site irritation and injection site pruritus) and sweating a lot (hyperhidrosis). On an unreported date in 2021, the patient experienced the event of when she changes her dressing, the skin is sloughing and weeping (dermatitis contact). Co suspect medication included chloraprep (chlorhexidine gluconate, isopropanol). Concomitant medications included opsumit (macitentan) and tadalafil. Relevant medical history included primary pulmonary arterial hypertension. It was reported that the patient¿s cvl (central venous line) insertion site had gotten red, irritated and itchy in the last month (from the date of report). She had been working outside in her yard and thus was sweating a lot in the last month (from the date of report). Furthermore, when she changed the dressing, the skin was sloughing off and weeping. She used chloraprep and iv3000 for the cvl dressing changes and her nurse was coming to assess her site today (on (B)(6) 2021). Her physician saw it this week and had no recommendations. Action taken with IV remodulin was not reported for the events of injection site erythema, injection site irritation, injection site pruritus, hyperhidrosis and dermatitis contact. At the time of reporting, the outcome of injection site erythema, injection site irritation, injection site pruritus, hyperhidrosis and dermatitis contact were unknown. The reporter did not provide causality for the events of injection site erythema, injection site irritation, injection site pruritus, hyperhidrosis and dermatitis contact.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown batch no: unknown (provided 2101801).   It was reported that the patient¿s cvl (central venous line) insertion site had gotten red, irritated and itchy in the last month (from the date of report). Medwatch verbatim: central venous line (cvl) insertion site has gotten red, irritated and itchy [injection site redness]. Central venous line (cvl) insertion site has gotten red, irritated and itchy [injection site irritation]. Central venous line (cvl) insertion site has gotten red, irritated and itchy [injection site itching]. Sweating a lot [sweating]. When she changes her dressing, the skin is sloughing and weeping [adhesive tape allergy]. Case description: this united states case is a solicited report received on (B)(6) 2021 from a consumer from patient support program via (B)(6) pharmacy. This (B)(6) year old, (B)(6) , female patient began therapy with remodulin (treprostinil sodium, concentration 5 mg/ml), on (B)(6) 2021 for primary pulmonary arterial hypertension. The current dose was reported as 0.060 g/kg, continuous via intravenous (IV) route. On an unreported date in (B)(6) 2021, the patient¿s central venous line insertion (cvl) site has gotten red, irritated and itchy (injection site erythema, injection site irritation and injection site pruritus) and sweating a lot (hyperhidrosis). On an unreported date in 2021, the patient experienced the event of when she changes her dressing, the skin is sloughing and weeping (dermatitis contact). Co suspect medication included chloraprep (chlorhexidine gluconate, isopropanol). Concomitant medications included opsumit (macitentan) and tadalafil. Relevant medical history included primary pulmonary arterial hypertension. It was reported that the patient¿s cvl (central venous line) insertion site had gotten red, irritated and itchy in the last month (from the date of report). She had been working outside in her yard and thus was sweating a lot in the last month (from the date of report). Furthermore, when she changed the dressing, the skin was sloughing off and weeping. She used chloraprep and iv3000 for the cvl dressing changes and her nurse was coming to assess her site today (on (B)(6) 2021). Her physician saw it this week and had no recommendations. Action taken with IV remodulin was not reported for the events of injection site erythema, injection site irritation, injection site pruritus, hyperhidrosis and dermatitis contact. At the time of reporting, the outcome of injection site erythema, injection site irritation, injection site pruritus, hyperhidrosis and dermatitis contact were unknown. The reporter did not provide causality for the events of injection site erythema, injection site irritation, injection site pruritus, hyperhidrosis and dermatitis contact.